Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer was walking his dog when he allegedly rested his arm on the armrest which gave way as he was attaching his seat belt and the end use allegedly fell on concrete to the ground.